Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced with isometrics. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that the lead was capped and replaced on (B)(6) 2014.